Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence the pump experienced a failure.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced low blood glucose (bg) levels ranging from 41-43 mg/dl; cause was not known. Reportedly, customer required assistance addressing bg level with carbohydrates and juice. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer reverted to manual injections for insulin therapy.